Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2019. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain from the bone healing system (bhs). The patient was using the bhs for his foot and after a few minutes of use he experienced severe shooting pain along with nerve pain. The patient stated that it took half an hour for his leg to calm down from the twitching. The patient spoke to his doctor and was switched to a different device for treatment. No additional patient consequences were reported.

Event description:
It was reported that the patient was experiencing pain from the bone healing system (bhs). The patient was using the bhs for his foot and after a few minutes of use he experienced severe shooting pain along with nerve pain. The patient stated that it took half an hour for his leg to calm down from the twitching. The patient spoke to his doctor and was switched to a different device for treatment. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added d10: device availability added g4: date received by manufacturer added g7: type of report h2: follow up types h3: device evaluated by manufacturer updated to yes h4: device manufacturer date added h6: method code updated to 10: testing of actual/suspected device h6: method code updated to 3331: analysis of production records h6: results code updated to 213: no device problem found h6: conclusions code updated to 4315: cause not established h10: additional narratives/data.